Event description:
It was reported that when moving the 9800 system there was a loud popping sound during a case. The 9800 system had to be rebooted, and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative attempted to perform an on site investigation. The failure could not be duplicated. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.